Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states the power charger cable is not working. No green led on transformer.